Event description:
Three undocumented cases of female pts experiencing "wet taps", resulting in headaches after epidural anesthesia. Treatment included performing a blood patch. Pts are doing fine. Note: anesthesia feels problem is with the 18ga needle and treated headaches as a "wet tap".